Manufacturer narrative:
(B)(4). Batch # n53m4z. The analysis found that one pse45a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the doctor was performing a laparoscopic colectomy procedure, fired the endocutter on tissue, attempted to remove the endocutter from tissue but the jaws of the endocutter wouldn't open. The reverse button was used and the jaws still wouldn't open. The manual override was used to open the jaws of the endocutter. The cut and staple line was complete and successful. A second endocutter was used to complete the procedure with no consequence to the patient.